Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was returned to the customer. The ventilator logs were reviewed and it was identified that the ventilator entered buv on may 1, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an oxygen (o2) alarm: ¿limited mix capability, only 21% or 100% o2 supported¿ indicating that the 980 ventilator entered back up ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.